Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl 1000 mcg/ml at 6.0 mcg/ml via an implantable pump. The indication for use was spinal pain. It was reported that during a unrelated spine surgery the catheter was cut. The actions and interventions taken to resolve the issue was the pump was turned to minimum rate and future replacement not yet planned. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.